Event description:
It was reported that the bd neoflon¿ IV cannula tip was damaged and peeled back before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since (B)(6) 2014."

Manufacturer narrative:
H.6. Investigation summary: four photos were returned for investigation. The 1st photo shows the top web with batch #4107481 (product expired on (B)(6) 2019). The 2nd and 3rd photos show the peelback on catheter tip. The 4th photo shows the fiber-like foreign matter. The used sample was subjected to visual inspection. Peelback was observed on catheter tip and fiber-like foreign matter were observed on the catheter. The sample was then further sent to laboratory for analysis. Based on the laboratory test report, the fiber-like foreign material could possibly be cellulose material. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Peelback: the probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. Foreign matter: based on the laboratory test report, the foreign matter matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. As the sample received is a used sample, the fm could either be from the manufacturing plant or the fm could be attached to the catheter during product application. Manufacturing process has been reviewed. The fm could come from paper use for documentation or cotton from clothing. A gmp awareness training has been performed for all associates working in neoflon production line and this complaint batch was produced before the training dates. The fm could also come from cotton use for antiseptic swap on patient's skin prior to product application. The fm could had attached onto the catheter of the product. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula tip was damaged and peeled back before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since(B)(6) 2014."